Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
The customer reported via phone call that she was having issues with the reservoir. Customer stated that when she changed her set, she could not get the insulin to push through the tubing from the reservoir. Customer stated that she changed the set and it still did not work. When the customer got a new reservoir, it worked fine. Customer's blood glucose was normal. Reservoir will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.